Event description:
Harmonic scalpel did not work properly from beginning of case. It was not used on patient. Device would not pass test when attempted test. Both cord and handpiece were changed and then it worked properly.